Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer inspected the system remotely and confirmed that device gave a remote alert: priority - rmt - ipu: ippc degraded disk bay board. Upon troubleshooting, rse found that system gave a remote alert indicating the image processing computer's disk bay board was degraded, which was impacting the imaging. To resolve this issue, fsca was implemented. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.